Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was 351 mg/dl. During the air bubbles troubleshoot, the customer stated that she smelled insulin. The customer stated that the smell is from the outside of the reservoir chamber. The customer stated that there is a possible leakage from the pump. The customer stated that there is something shiny inside of it. The customer was advised to disconnect and remove the reservoir from the pump. The customer stated that the o-ring inside the lip of the reservoir compartment is not missing. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.